Manufacturer narrative:
The customer reported that they are seeing blank central nurse's station (cns) monitors in their ICU and medsurge dept. They also said that they unplugged and reseated the cables for the medsurge cns, which allowed both of them to power back on. They think someone might have bumped the cns in medsurge, which reflected a blank screen on the cns in the ICU, since they are mirror image of eachother. Cns monitoring was down for 20 minuts. No harm or injury was reported.

Event description:
The customer reported that they are seeing blank central nurse's station (cns) monitors in their ICU and medsurge dept. They also said that they unplugged and reseated the cables for the medsurge cns, which allowed both of them to power back on. They think someone might have bumped the cns in medsurge, which reflected a blank screen on the cns in the ICU, since they are mirror image of eachother.